Event description:
It was reported that during pulse field ablation (pfa) procedure using a micropace stimulator pacing becomes unavailable after energization. During the procedure there is an issue with the micro pace and stimulation capabilities become unavailable during the procedure, there was no back up pacing in place for emergency situations. No procedure in progress has been cancelled and there have been no patient complications. It is not known if the system will be returned for analysis as it is to be serviced on site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during pulse field ablation (pfa) procedure using a micropace stimulator pacing becomes unavailable after energization. During the procedure there is an issue with the micro pace and stimulation capabilities become unavailable during the procedure, there was no back up pacing in place for emergency situations. No procedure in progress has been cancelled and there have been no patient complications. The machine was serviced on site.

Manufacturer narrative:
Although the device was not returned, a field service assessment was performed to examine the micropace cardiac stimulator. The field service engineer reported that no problems were found with the micropace cardiac stimulator during the assessment. Additionally, the field service engineer replaced the farastar generator's printed circuit board assembly (pcba) relay, which serves as a switch to open/close the circuit during pfa energy delivery and no further interference between the farastar generator and the micropace cardiac stimulator has been observed. The micropace cardiac stimulator remains in service at the healthcare facility. Based on the available information, boston scientific's investigation concluded there was no problem detected with the micropace generator as it passed all functional and safety testing at the facility. The cause of the incident was the farastar generator's pcba relay which was replaced at the healthcare facility and resolved the interference between the farastar generator and micropace cardiac stimulator. E1: initial reporter phone: (B)(6).